Event description:
When putting the mayfield onto patients head with pins, the mayfield malfunctioned and was unable to support the pressure from the weight of the patient's head. This caused a small superficial 2cm laceration to the left temporal area of the patients head. Charge nurse, neuro manager, and neuro coordinator were informed immediately and mayfield was taken out of service per protocol.